Event description:
Pt called to report what the pt believed to be a malfunction of the pt's home oxygen equipment in 2001 at 5:45 am. The rptr returned the pt's call at about 6 am and was informed by pt's family that the pt was unconscious and an ambulance had been requested. Rptr called the pt's home later to inquire about checking the pt's equipment and was informed the pt had expired. The medwatch forms are relative to a pt and family member's statement of suspected malfunction of home medical equipment. The equipment is in quarantine at present pending check-out/inspection by a 3rd party.